Event description:
During the coronary stenting procedure the balloon of the cypher select plus stent did not inflate. The stent was removed and replaced with another cypher stent.

Manufacturer narrative:
This device crb 28350 (lot 14096506) is distributed outside the united states; however, it is similar to the united states product cxs 28350. The product has not been returned for analysis. Additional information will be submitted within thirty days upon receipt.